Manufacturer narrative:
Internal reference number: (B)(4). Revoked asr exemption number: e1997036; '"report late due to asr to individual reporting transition"'. Nobel biocare is both the manufacturer and importer and no report from the importer to the manufacturer is needed'.

Event description:
Implant failed and removed due to broken / fractured component.